Manufacturer narrative:
The svc rep repaired the system by replacing the power supply. No pt injury was reported.

Event description:
The customer reported that there is a failure of lift column drive. No pt injury was reported.